Event description:
It was reported that the patient 'was getting worse for several months.' The physician gave the patient a bolus, but he did not respond. The physician felt the catheter was 'too old', so the catheter was replaced. The physician did not do a dye study. Following the replacement, the patient was still not getting relief. The patient was being titrated with 10% increases each visit. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that cause of the event was a catheter break and the anchor point. The catheter was revised. The patient experienced decease in efficacy. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter; product ID 8709, serial# (B)(4), implanted: 2000-(B)(6), explanted: 2012-(B)(6), product type catheter; product ID 8596sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).